Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly calcified cephalic vein. A 5.0mmx100mmx80cm (4f) sterling balloon catheter was advanced and inflated twice at 14 atmospheres. However, during the third inflation at 10 atmospheres, the balloon ruptured. Balloon pinhole was noted on the balloon. The procedure was completed with another of the same device. No patient complications were reported.